Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump. It was reported that he had problems with pump "for the past 6 months." He was experiencing extreme pain in his lower back, but ever since new pump was implanted on (B)(6) 2020, "the pain I was having dramatically decreased." "I still get to hurting but it's 100% better to live with." The patient believes the catheter on the previous system became disconnected, because when the patient had new pump implanted, "he cut me across the stomach" and believes the healthcare professional (hcp) had to make a 5-inch incision to search for the catheter. The patient stated information as speculation. Troubleshooting was not required.